Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The novaflex+ delivery system was fully inserted through an esheath housing and the proximal portion of the esheath shaft. The majority of the esheath shaft was not returned. A valve was returned crimped on the inflation balloon. The returned novaflex+ delivery was visually inspected for any abnormalities. There was an abrasion, a kink, and cuts (with braiding visible) on flex shaft about 3¿ from flex tip, and pinhole and scratches on crimp balloon above pad print. The device was flexed with the flex mechanism successfully. The device was inflated with fluid and a leak was observed at the pinhole on the crimp balloon. The crimp balloon wall thickness was measured to assess if the pinhole leak was caused by an out-of-specification crimp balloon component. The crimp balloon double wall thickness was measured distal to the scratches and puncture. The measurements met the specification. During delivery system manufacturing, the delivery system underwent 100% inspections. It is inspected at 2.5x minimum magnification for mechanical damage (kinks, breaks) or missing/misplaced parts. Inspections include dimensional inspection of critical dimensions, crimp balloon to shaft bond: there must be no surface defects at the transition between the weld joint and crimp balloon, and articulation inspection. The delivery system was also 100% leak tested. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan which includes a burst pressure test. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint for delivery system damage was confirmed based on the visual inspection of the device (abrasion, kinks, and cuts on flex shaft). However the engineering evaluation performed on the device revealed no manufacturing non-conformities. The root cause of the catheter damages cannot be conclusively determined as it is unknown when the damage occurred. Based on the complaint description, the procedure was done via transeptal approach in a mitral ring and the cs believed ¿the angle was too sharp for the delivery system.¿ because of this, the delivery system may have been subjected to an increase in friction during advancement into the patient. Therefore, it is likely that patient anatomy (mitral ring) and procedural factors (insertion angle) were the cause of the complaint. The complaint of balloon leakage was confirmed due to a puncture in the crimp balloon, but no indication of manufacturing non-conformance was identified in the returned device. Engineering review of manufacturing mitigations indicated that it is unlikely that a leak in the crimp balloon was present during production. All devices undergo pressurization at several stages, and the proximal balloon cover protects the crimp balloon area during packaging. The balloon cover was not returned, and engineering was unable to visually confirm whether or not it had been compromised. Close visual inspection of the leak site on the crimp balloon did not reveal the presence of gel spots or fish eyes, but instead showed scratches in the area of the puncture. Since no leaks were noted during preparation, it is likely that the puncture occurred during advancement of the device through the patient. Based on the complaint description, the procedure was done via transeptal approach in a mitral ring and the cs believed ¿the angle was too sharp for the delivery system.¿ therefore, it is likely that procedural factors were the cause of the complaint. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed in the returned complaint sample and does not exceed the complaint control limits, no product risk assessment (pra) escalation is required. The complaint for delivery system damage was confirmed, but no manufacturing non-conformities were found in the returned device. Available information suggests that patient anatomy (mitral ring) and procedural factors (insertion angle) may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no further corrective or preventative actions are required at this time. The complaint for balloon leakage was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no further corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), during the implantation of a 29mm sapien xt valve by trans-septal approach in a non-edwards 29mm mitral ring, the novaflex delivery system kinked and broke inside the vena cava. There was no leak or loss of contrast but the balloon did not expand when the physician tried to inflate it. The physician was able to push the contrast through, but the balloon did not inflate. The delivery system and the valve were retrieved through the femoral vein outside of the body without consequences for the patient. A new delivery system and a new valve were used. As per cs, the angle was too sharp for the delivery system. A pre-deco evaluation indicated in a pin hole was discovered in the delivery system balloon.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in israel, during the implantation of a 29mm sapien xt valve by trans-septal approach in a non-edwards 29mm mitral ring, the novaflex delivery system kinked/broke inside the vena cava. There was no leak or loss of contrast but the balloon did not expand when the physician tried to inflate it. The physician was able to push the contrast through, but the balloon did not inflate. The delivery system and the valve were retrieved through the femoral vein outside of the body without consequences for the patient. A new delivery system and a new valve were used. As per cs, the angle was too sharp for the delivery system. A pre-deco evaluation indicated in a pin hole in the delivery system.